Manufacturer narrative:
Additional information will be provided once the investigation is completed.

Event description:
It was reported that when the unit was set up and tested, an e-4 message appeared. It was further reported by technical support personnel that there was an issue with the fan on the unit.